Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having issues with sets and they were clogged. Blood glucose value was over 400 mg/dl at the time of the incident. No troubleshooting was performed because the customer just wanted education. The device will be replaced but not returned.